Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/04/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/20/2015 with the following findings: the down button was responding intermittently. Contamination was found underneath all of the keypad button contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the down button on their device's keypad was intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.